Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a procedure to remove bile duct stones on (B)(6) 2011. According to the complainant, during the procedure, when an endoscopic sphincterotomy (est) was performed in order to remove a stone, it was found that the distal portion of the cutting wire was broken (torn). No portion of the cutting wire detached from the device inside of the patient. It was also noted that the insertion of the device into the endoscope had been smooth and the cutting wire was not in contact with the endoscope when current was applied. The procedure was completed with another stonetome sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The device component code 430 relates to the device problem code 1069 for the reported event of cutting wire broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a procedure to remove bile duct stones on (B)(6), 2011. According to the complainant, during the procedure, when an endoscopic sphincterotomy (est) was performed in order to remove a stone, it was found that the distal portion of the cutting wire was broken (torn). No portion of the cutting wire detached from the device inside of the patient. It was also noted that the insertion of the device into the endoscope had been smooth and the cutting wire was not in contact with the endoscope when current was applied. The procedure was completed with another stonetome sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the cutting wire was broken close to the proximal pierce hole. The broken end of the cutting wire was severely blackened/burnt. The distal end of the cutting wire remained intact to the anchor notch assembly and inside of the distal pierce hole. The outer diameter of the exposed cutting wire was measured and found to meet specification. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist from the specified batch. The investigation concluded that the broken cutting wire was likely due to being grounded against some part of the scope and/or higher power settings. Therefore, the most probable root cause classification is operational context.